Manufacturer narrative:
This report is submitted on july 17 2020.

Event description:
Per the clinic, the patient experienced inflammation, skin problems and severe pain at the implant site and subsequently was treated with antiseptic and antibiotics (date, type and duration not reported). The tissue granulation was removed and the skin sample was found to have staphylococcus infection. The healing progressed for 10 days before inflammation and pain occurred again at the incision site. The patient was placed under general anesthesia in order to remove the implant (date not reported).